Event description:
It was reported that the patient presented for an in-clinic follow up experiencing dizziness. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise and failure to capture. It was suspected that the lead had deteriorated with time. It was also noted that the implantable cardioverter defibrillator (ICD) had eroded, resulting in and infection. There was no allegation that the infection was device and/or procedure related. The rv lead and ICD were explanted. There were no patient consequences.

Manufacturer narrative:
The reported events of lead noise and failure to capture were not confirmed. As received, a partial lead (only middle portion) was returned in one piece for analysis. Electrical testing was normal. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the partial lead found an external insulation abrasion breaching the sheath with intact silicon insulation beneath bat the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the patient anatomy. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.